Event description:
It was reported that patient had an aspiration performed for synovasure study due to pain.

Manufacturer narrative:
Correct lot number associated with complaint added.

Manufacturer narrative:
The associated legion cr xlpe high flexion articular insert, genesis ii cr oxinium femoral component, genesis ii biconvex patellar component and genesis ii np tibial baseplate were not returned for evaluation. Therefore, product analysis could not be performed. However, device details were provided. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual products involved, our investigation of this report is inconclusive. Our clinical evaluation noted based on the documents provided and reviewed, arthrofibrosis and aseptic loosening of the tibial baseplate is the root cause of the revision. The root cause of the patient¿s continued post-revision right foot issues cannot be determined; however it was noted by the surgeon that ¿it is really rare to have a tibial nerve issue in the plantar aspect of the foot from a knee replacement.¿ no further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.